Manufacturer narrative:
The investigation for the reported purge issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the purge issue and its relation to the impella automated controller device was not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited an alarm for purge related issues. The patient had air in the purge system. The customer utilized a replacement they had onsite. No report of harm or injury related to this issue.